Event description:
The customer alleges back to back results of 427 mg/dl and 97 mg/dl. The customer states no adverse event, treatment, or action occurred. Controls were not run. Return requested and replacement was sent.